Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital's intensive care unit with a blood glucose (bg) of 40 - 524 mg/dl and vomiting. Reportedly emergency services were called and transported the customer to the emergency room were they was treated. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.